Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A ventilator was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, visible foam particles were observed. The device was discarded. In addition to the above, error codes were observed.